Event description:
Customer reported that he had unexplained low blood glucose. Paramedics were called to assist customer at home due low blood glucose. The blood glucose reading was 88 mg/dl at the time the paramedics arrived. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing on the insulin pump showed that it was operating within specifications. The device passed all functional testing. A cracked reservoir tube lip and scratched lcd window was noted.